Manufacturer narrative:
Date sent to the FDA: 04/22/2016. It was reported that the patient voided out the foreign matter from the bladder. It was unknown if a cystoscopy was performed.

Manufacturer narrative:
(B)(4) date sent to the FDA: 03/21/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and unknown suture was used. It was also reported there were complications during initial cesarean procedure. One a half or two years later, foreign matter was found in a bladder. The foreign matter was confirmed that it was a bladed suture and was not degradation by appearance analysis. It is unknown what suture was excised from the bladder. The current condition of the patient has a good outcome. No additional information was provided.

Manufacturer narrative:
The returned braided segment had an amber color, suggesting it was originally an undyed braided suture segment. The returned segment was cut at one end and appeared fragmented at the other end, which the sheath section of the braid displaced, revealing the core. If the segment was in the bladder and not trapped in tissues or implanted in tissues, the protein capsule typical of a foreign body response may have been thin enough to just form a coating around all of the braid filaments to retain the original shape of the braid. There is no conclusion, although the braided segment appeared intact to the naked eye, no vicryl material was observed by ftir. Only proteins were observed, which would be consistent with a protein capsule around the suture as part of the foreign body response.